Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on available information, a definitive cause for the reported gripper actuation could not be determined. The reported difficult or delayed positioning(anatomy) was due to challenging patient anatomy. Additionally, a definitive cause for the reported patient effects of arrhythmia and respiratory failure could not be determined. The reported patient effect of arrhythmia and respiratory failure as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report during the procedure, gripper actuation issue occurred and the patient started to decompensate requiring medical intervention. It was reported that this was a mitraclip procedure to treat a mixed mitral regurgitation (mr) with grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed but grasping was difficult due to the patient anatomy. A second clip was advanced, and grasping was difficult as well and then the gripper arms did not go down. Trouble shooting measures were performed and the gripper arms came down. A good grasp was made, and the clip was deployed, reducing mr to 2-3. The clip was observed to be stable. A third cds was being prepped when the patient started to decompensate. The patient experienced arrhythmia requiring additional medication. Then, the patient had respiratory failure requiring cardiopulmonary resuscitation (CPR). The patient was ultimately intubated and sent to intensive care unit. No additional information was provided.